Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a tka surgery, when a new packing was opened, the outer box was not compromised but all (five) inner prep im enchance total hip kit packages were cracked and sterilization was compromised. The procedure was resumed, without any delay, using a s+n back-up device. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
H3, h6: the trays were not returned for evaluation. However, the photographs were reviewed, and revealed that the plastic trays fractured. A review made by the quality engineering team revealed that after reviewing the damages internally and with the supplier, it was concluded that the damage was caused by excessive handling. Since the report of this complaint, the sterilization supplier was changed. Furthermore, additional training will ensure that the proper palleting guidelines are being followed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with packaging material specification, the purchasing requirements for a thermally preformed part consisting of polyethylene to produce or be used within a sterile barrier packaging assembly for the packaging of sterile medical products shall be met. At this time, we have no evidence to conclude that the trays failed to meet any specifications at the time of manufacture. The root cause of this event was determined to be handling damage during transport/ shipping. Based on this investigation, the need for corrective action is not indicated. Should the trays or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.